Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6)2008, product type: catheter. (B)(4).

Event description:
It was reported that the healthcare provider (hcp) could not aspirate the catheter at a normal pump replacement procedure for elective replacement indicator (eri)/end of service (eos). The hcp reportedly did not have concerns because the patient was getting good therapy prior to the surgery, and residual volumes were accurate at all refills. The hcp was questioning patient positioning as the cause. The issue was diagnosed via catheter access port (cap) aspiration. There were no reported symptoms. The patient was receiving effective therapy and doing well. The pump system was being used to infuse hydromorphone, clonidine, and morphine (unknown).